Event description:
Oxygenator leaking on the inlet side of oxygenator. Zip tie not tight enough.

Manufacturer narrative:
A request was made to have the actual leaking kit returned for evaluation but the kit had been previously discarded and was unavailable for return; however, several pictures of the leak were taken and provided for review. Without the actual kit the claim that the cable tie was not tight enough cannot be confirmed or supported. The pictures show a leak, but without evaluating the actual kit a determination of the root cause of the leak cannot be made. It cannot be determined from the pictures whether the leak is a function of a loose cable tie, a damaged piece of tubing or an issue related to the inlet port of the oxygenator. A review of the device history record of the kit reveals that it was made to a drawing at revision a, which specifies the use of one cable tie at the connection in question. No additional complaints have bene received regarding kit (B)(6), lot 13120 or any similar kits from different lots. Since there have been no additional incidents of the leaking connection, the leak is considered an isolated issue and is not considered recurring. The overall info provided is insufficient to make an accurate determination of the root cause failure of the connection. Revision g of the kit was updated in accordance with a customer request to include the use of two cable ties at the connection in question. The two cable ties implemented as part of revision g are being requested by the user to address the unsupported claim that the "cable tie was not tight enough" by providing a backup cable tie and also potentially serve as the corrective action for this complaint.(B)(4).